Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 14, 2020. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) g4 (date received by manufacturer) g7 (indication that this is a follow-up report) h2 (follow-up due to additional information) h4 (device manufacture date) h6 (identification of evaluation codes 11, 3331, 4114, 3259, 4307) method code #1: 11 - testing of device from same lot/batch retained by manufacturer method code #2: 3331 - analysis of production records method code #3: 4114 - device not returned results code: 3259 - improper physical structure conclusions code: 4307 - cause traced to component failure the affected sample was not returned; however, the photos provided were reviewed and confirmed a crack in the female l-shaped connector. A representative retention sample was reviewed for a previous complaint, with no damage to the unit observed, including the manifold. During the investigations of similar events, replication testing found that this crack appears on the part when the l connector is over tightened on a port. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the luer connection screw of the sample port has cracked and the prime solution was leaking out from the connection point. No patient involvement. Product was changed out. Procedure was completed successfully.